Event description:
It was reported that during a stapled hemorrhoidectomy the device fired. The mucosa was cut but there were no staples from 2 o'clock to 5 o'clock. The surgeon had to apply suture to the area without stapler. The case was completed with a same like device with no patient consequence.